Manufacturer narrative:
Complaint no: (B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number h12g26014. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information:the problem was not confirmed, as no sample was returned. Therefore, the cause of the peritonitis could not be determined, as no device malfunction or use error was identified during the report.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. It was not reported whether the patient was hospitalized for the event. The cause of the peritonitis and treatment were not reported. The outcome of this peritonitis event was not reported. The consumer declined to provide further information. On contact, the nurse declined to provide any information.